Event description:
Information received from the field notes that the device was pacing at 160 ppm while programmed to 70 ppm. Magnet placement reduced the pacing to 70 ppm, but when removed, it increased to 150 ppm. The patient was pacemaker dependent. The patient reported to a st. Jude medical representative that cautery had been used to burn off skin lesions and that the cautery return pad was placed near the pacemaker pocket.